Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery tips were not burning effectively, and then the handpiece began getting hot. Shortly after, the tips stopped working altogether, although the handle remained hot. The pre-cautery test was not performed. The beeping sound was heard when the toggle was pulled back to activate the device. Power setting at 3. No troubleshooting steps were taken. The handle was hot, there was nothing to troubleshoot, they couldn't use it and had to open a new one kit. They opened a new kit and did not experience any further issues. There was few minute delay in opening a new kit. There was no patient harm.